Event description:
Alaris carefusion pumps have continued to have issues delivering continuous infusions or longer infusions for chemotherapy. This has become more evident with exact dose and programming done for chemotherapy agents, like doxorubicin. In this particular event: a continuous 24 hour doxorubicin infusion rate had to be increased by approximately double for the last 2 hours in order to finish on time per chemotherapy road map. The volume to be infused (vtbi) on the pump did not match the actual amount left in the bag. This is one of 8 examples of this occurring, without resolution from the company.